Event description:
During a procedure, the cypher balloon wouldn't dilate at all. The male patient's age was unknown. The target lesion was the proximal to mid left anterior descending artery (lad). The lesion was de novo, not calcified but slightly tortuous. There was 90% stenosis. Pci was conducted to treat the target lesion. Pre-dilatation was conducted with a balloon (fortis 3.0/18mm) and then a cypher (3.0/33mm) was delivered to the target lesion. Pressure was applied to inflate the cypher, but the pressure did not increase and the balloon wouldn't dilate at all. Therefore, the physician considered the balloon rupture and the cypher was retrieved from the patient. The procedure was successfully finished with implant of a taxus (3.0/32mm) at the target lesion. There was no patient injury reported. The product was clinically used, but the product will not be returned for analysis because the product was discarded at the hospital due to the patient's infectious disease.

Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. Additional information will be submitted within 30 days of receipt.